Event description:
It was reported that the 9800 system displayed a channel 8 fail. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery pack, battery charger, adjusted transformer strapping and replaced the signal interface pcb. The system was tested and found to be working as intended, and placed back into service.